Event description:
It was reported that on (B)(6) 2022 a patient presented with grade 3-4 functional mitral regurgitation (mr). All devices were prepared and used according to the instructions for use (IFU). A first clip was deployed, but residual mr jet from lateral side of the clip remained. The physician decided to implant a second clip (cds0602-xtr, 10901r101) laterally. The second clip was positioned in the target zone. Prior to deployment, the mitral valve leaflets were captured and evaluated precisely using transesophageal echocardiogram (tee). It was noted that there had been some issues with visualization, as periodically the image quality was poor. After deployment, a single leaflet device attachment (slda) occurred. The clip detached from the anterior leaflet. The team decided to stabilize second clip from the lateral side. During positioning of a third clip (10831r108), the clip delivery system (cds) became entangled in the chordae tendinae of the anterior mitral leaflet (aml). It was noted that the cds was inadvertently rotated in the left ventricle during positioning. After troubleshooting maneuvering, the third clip was implanted in the lateral position successfully, stabilizing the slda clip. The mr was able to be reduced to 2-3. It was the physicians opinion that the slda occurred due to inadequate assessment of leaflet insertion. There was no delay to the completion of the procedure, and no patient injury was encountered. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported incomplete coaptation/slda and poor image resolution appear to be due to procedural conditions. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.